Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd unknown insyte needle pierced the catheter. The following information was provided by the initial reporter, translated from portuguese to english: according to the health professional it continues to occur with several punctures, the puncture technique is correct, when they pull the mandrel (needle) and push the silicone part it bends and breaks and the serum does not enter. One of the photos I pushed the mandrel to see what happens in the silicone inside the vein. This has been happening with catheter 22. From the report, there is probably an improvement to be applied in the puncture technique. The mandrel cannot be pulled before the catheter is inserted. Due to its malleability and compliance to avoid mechanical phlebitis (vialon technology), the mandrel must be stabilized as soon as the blood has refluxed and used as a guide for catheter insertion, only after which it must be removed. In smaller calibers, such as 22g and 24g, this need is even greater due to the thickness of the catheter.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.